Event description:
It was reported that the patient presented into the clinic for a routine follow up. The right atrial lead exhibited noise which resulted in inappropriate mode switches. The noise could not be reproduced. The patient was doing well and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.